Manufacturer narrative:
The tech replaced the four worn brake casters to repair the stretcher.

Event description:
Info rec'd indicates, the brake pedal would engage, but the stretcher casters still rolled.